Event description:
A report was received that the patient experienced inadequate stimulation due to high impedances on some contacts. Reprogramming was done and the patient was able to have stimulation but was still inadequate. The patient eventually underwent revision wherein the original artisan lead was explanted. The patient was recovering from the surgery.

Event description:
A report was received that the patient experienced inadequate stimulation due to high impedances on some contacts. Reprogramming was done and the patient was able to have stimulation but was still inadequate. The patient eventually underwent revision wherein the original artisan lead was explanted. The patient was recovering from the surgery.

Manufacturer narrative:
The complaint was confirmed. Eight electro wires of the paddle lead were fragmented at the suture sites. This event would cause stimulation intermittent, loss and high impedance readings.